Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent an "arteriorectomy" and stent placement during an endarterectomy in 2008. The pt began hemorrhaging from the site and was not treated, leading to loss of oxygen to the brain, coma and continued to deteriorate until her death four days later. No additional info was provided.